Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic, noise was noted on the right atrial(ra) lead. The noise was reproducible. When the pocket was opened for lead explant, twiddling was noted. The lead was explanted and replaced. The patient was stable.